Event description:
It was reported that during the implant procedure, the pulse generator exhibited an output anomaly. The device was no longer used. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).